Manufacturer narrative:
H3: analysis was performed for product: 9735821r, lot number: p923172. It was reported that a check of the event log showed intermittent sensor not functioning. Otherwise, the positioning sensor unit (psu) passed an accuracy test (aak) at .077mm with a passing threshold of .250mm. This psu had been returned once before with a different failure that had been repaired. Already reported codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial:(B)(6)); product type; implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: camera refurb 9735821r vega base s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an amber light on the camera when the system was botted up in the hallway. There were no localizer fault errors present. The representative stated he was not in front of the system to further troubleshoot. The camera was recently replaced. The representative stated that they powered up the system and had a green light on the camera for 20 minutes before it switched to amber. There was no green light present. The nditoolbox shoed hardware faults. There was no patient involvement.